Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va05m98, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated she had broken electrodes so the lead would be replaced with an end of life battery replacement to. Patient was unaware of what may have caused the lead breakage. &#62030;ow dance&#63508;est was ran at the office but date was unknown. The representative ran an impedance check on the day of this call and both 0 and 1 electrode were out of range. The patient lead revision was performed on (B)(6) 2016 to replace the lead. It was noted that the issue was resolved at the time of this report. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.